Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the pump¿s time was off by 12 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during investigation, the pump history was reviewed and showed no information related to the complaint. There was no data in black box from the time of the reported issue due to continued use. During testing, timekeeping accuracy test was performed. The pump maintained time accurately during a 5 day duration test. Testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed.